Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. During the procedure, it was identified that the patient had developed urethral atrophy. The device was removed and replaced with a new aus system with a cuff of the same size but placed more proximal. It was said that the patient fully recovered.